Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 385100 and lot number 3093406. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was broken the following information was provided by the initial reporter, translated from chinese to english: at 6:30 a.m. On april 4, when flushing the patient's tube, it was discovered that the needleless sealed infusion connector was broken, and the infusion connector was promptly replaced. No harm has been caused to the patient yet.